Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. Ritter, m. A., thomas, b., and hillery, m. (2015). Early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of the article titled, "early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases." The article reported two (2) patients were revised due to significant abductor necrosis. There has been no further information provided and the patient outcome is unknown.